Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('distal migration of the right essure device') in an adult female patient who had essure (batch no. D13386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included drospirenone + ethinylestradiol (yaz), ferrous sulfate, minerals nos;vitamins nos (prenatal vitamins) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnoormal bleeding vaginal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: first the right, then the left, essure coils were placed into the tubal ostia in the standard fashion. There was not significant tubal spasm. There were 0 trailing coils on the right. There were 0 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: distal migration of the right essure device, device not in appropriate position. Batch no d13386, production date 2014-09-30, expiration date 2017-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('distal migration of the right essure device') in an adult female patient who had essure (batch no. D13386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included drospirenone + ethinylestradiol (yaz), ferrous sulfate, minerals nos;vitamins nos (prenatal vitamins) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: first the right, then the left, essure coils were placed into the tubal ostia in the standard fashion. There was not significant tubal spasm. There were 0 trailing coils on the right. There were 0 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: distal migration of the right essure device, device not in appropriate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: case become serious incident. Medical records received. Reporter's information added. Lab data added. Event: distal migration of the right essure device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.